Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead revealed outer insulation abrasions at 26.5cm and 33cm from the connector pin. These abrasions were from the inside-out. No additional abnormalities were found. (B)(4). Failure (event)observed during analysis.